Event description:
At the beginning of a cervical procedure, the pt's head was secured in a mayfield swivel horseshoe headrest. All of the screws were tight and secure. When the drapes were removed, the pt's head was noted to be further extended than at the beginning of case and the horseshoe headrest had separated. The horseshoe head was still resting in the horseshoe. There was no injury to the pt.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported info.